Event description:
The reported indicated in a scientific article that a vns patient experienced an increase in seizure frequency and reported no improvement in well-being. The cause of the increased seizures and their relationship to vns therapy is unk. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: murphy jv et. Al. "Vagal nerve stimulation in refactory epilepsy: the first 100 patients receiving vagal nerve stimulation at a pediatric epilepsy center." Arch pediatr adolesc med 157.: 560-564, 2003. See scanned pages.